Event description:
A voluntary report indicated on (B)(6) 2011 that the user experienced a "shorting out" during a benign prostatic hypertrophy (bph) laser procedure. Per the customer, this product is a new fiber model used in laser procedures. It was noted that the fiber was breaking at the distal fiber tip.

Manufacturer narrative:
(B)(4).